Event description:
Patient stated the cell phone monitor overheated and caused burns on her leg.

Manufacturer narrative:
Associated accessory device: act 3 sensor, model # dev060, asset # 302330, (B)(4).